Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the basal software did not suspend insulin delivery. Customer's blood glucose was below 50 mg/dl. Review of the pump data logs by tandem technical support verified that the pump was working as intended. Customer maintained belief that pump was not functioning as intended.